Event description:
Pir - burning smell/stopped during infusion. Facility transferred line & fluid to another pump where infusion was completed; no pt injury reported. Pump still turns on; there was a humming noise when this occurred. The disposables have been discarded.

Manufacturer narrative:
The evaluation is on-going. A follow-up report will be initiated after the completion of the evaluation.